Manufacturer narrative:
The customer called and stated that she asked the staff about the reported lens and no one could remember the lens being indented. When the case was opened, they thought the lens was missing but then noticed the lens was stuck to the case. Device evaluation: the original box and a daisywheel were received. The product was not in the box nor in the daisywheel. Investigation was not possible. The customer's reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Implant and explant dates: if explanted, give date: not applicable, as the lens was not implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 19.5 diopter intraocular lens (iol) was opened by the scrub tech who noticed the lens was stuck to the top of the packaging. Reportedly, upon inspection, the lens was indented from the plastic piece holding it in place. Through follow up additional information was provided. The inner package was sealed. The lens was not used and there was no patient contact. No additional information was provided.